Manufacturer narrative:
B3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain in the left hip near where the implantable pulse generator (ipg) was implanted. Imaging was performed and revealed no issues with the patients hip. The physician decided to relocate the ipg, and the patient was doing well post operatively. The device remains implanted and in service.